Event description:
Additional information was received reporting the procedure being performed was a thrombectomy. The patient's vessel tortuosity was severe. The cause of the catheter rupture was unknown.

Manufacturer narrative:
Product analysis#: (B)(4): equipment used: vis (m-81805), 203cm ruler (m-83360) drawing(s) referenced: none as found condition: the apro-70 catheter was returned for analysis within a shipping box, a primary plastic bio-pouch, and a secondary plastic bio-pouch. Damage location details: no damages were found with the apro-70 catheter hub. The apro-70 catheter body was found to be kinked at ~25.5cm from the proximal end of the catheter hub. The apro-70 catheter body was found to be stretched from ~21.0cm to ~10.0cm from the catheter distal tip, with the inner braid wires protruding from the catheter's outer diameter. Testing/analysis: none conclusion: based on the device analysis and reported information, the customer¿s ¿resistance in guide catheter/sheath¿ and ¿catheter kink/damage¿ reports were confirmed. Damage to the apro-70 catheter (stretching) can occur if the catheter is advanced/retrieved against resistance. Possible causes of ¿resistance in guide catheter¿ include patient vessel tortuosity, incompatible products, and damaged catheter(s) (i.e., kinked, bent). The (balt) ballast 088 sheath was not returned. Therefore, an analysis could not be performed, and the use of a damaged catheter could not be ruled out as a potential cause. According to the apro instructions for use, the apro-70 catheter is compatible with a guide catheter/sheath with a minimum ID (inner diameter) of 0.088 in (2.40 mm). According to an online source, the (balt) ballast 088 sheath has an ID of 0.088¿. Therefore, using incompatible products was ruled out as a potential cause. It is likely that the patient¿s ¿severe¿ vessel tortuosity contributed to the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the doctor placed the apro through a ballast .088 and was able to track the catheter to the clot and aspirate. A portion of the clot was retrieved on first pass. When he attempted to remove the apro it became stuck in the ballast. He was able to remove the apro after several attempts. He then flushed the apro and noticed the distal end was ruptured and sprayed out saline. He also noticed that the distal end was fraying. He then used a axs vecta 71 aspiration catheter with a solitaire 6 x 40 and removed the clot without incident. No patient symptoms or further complications were reported as a result of this event.